Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that while implanting and placing this left bundle branch (lbb) lead high out of range impedances of approximately 2250 ohms were observed along with loss of capture (loc) of the right ventricle. Subsequently, this lead was explanted, and the procedure was successfully completed using another lead. No adverse patient effects were reported. This lead is expected to be returned for analysis.